Event description:
I spiked a pre-med bag. When I unclamped the tubing, the tension caused the tubing to disconnect from the chamber and the medication spilled out onto the floor. This has happened several weeks ago and we saw that all the tubing with the same lot number had the same fragility where the tubing disconnects without much force at all. We removed all with the same lot number, notified our manager and filled out an incident report. According to the staff who stocks our supplies, they were not aware of this issue. Lot #(10)20063241.